Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention is one of the potential complications cited in the IFU associated with this product. The filter allegedly punctured the lungs while the filter was being retrieved.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option retrievable filter on or about (B)(6) 2014. The patient had a scheduled removal approximately 3 months later on or about (B)(6) 2014 with dr. (B)(6) who found the filter was embedded into the wall of the vena cava. After several attempts to retrieve the filter, dr. (B)(6) was able to successfully retrieve the filter. Allegedly, during the retrieval, the patient¿s ¿lung was punctured by the ivc filter¿ causing the patient additional medical care and hospitalization. The patient alleges ¿significant injuries¿ as a direct result of the embedment and attempted retrieval of the filter, including a punctured lung. Argon¿s attorneys are attempting to gather further information.